Event description:
Customer reported that the t:slim x2 pump battery would not charge. There was no reported impact to the customer¿s blood glucose level. Customer expressed discomfort in charging the pump due to a temperature alarm and had not attempted to leave the wall adapter plugged in for at least 30 minutes. No additional information was received regarding the outcome of the event.